Event description:
Procedure type: low anterior resection. According to the reporter: the pt had a low anterior colon resection with a mesh rectopexy in which an eea was used to reconnect the pt's colon to his rectum. The stapler malfunctioned and refused to fire during the surgical procedure. As a result of the malfunctioning of the surgical stapler, the surgery had to be converted to an open surgical procedure, the anastomosis had to be hand-sewn, and the surgical staples which had been placed failed to secure the anastomosis leading to the development of an anastomotic leak, peritonitis, surgical infections, fistulae and massive weight loss.

Manufacturer narrative:
(B)(4).